Event description:
Customer alleged that comfort curve blood glucose monitoring test strips were labeled with an expiration date of 2008. A review of the batch records by the manufacturing site confirms the expiration date is actually 2005. No serious adverse event was reported in connection with the alleged malfunction. Return of the suspect product was requested; replacement product was sent.